Event description:
The items were found to be broken out of box.

Manufacturer narrative:
Device will not be returned for evaluation. If the device or additional information becomes available it will be reported on a supplemental report. (B)(4): device will not be returned.